Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Unable to verify battery out limit alarm due to no button response. Also received with cracked case at the display window corner, cracked reservoir tube lip and scratched lcd window. No moisture damage found inside the pump noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that insulin pump was exposed to moisture due to customer getting into beach water for thirty seconds. Customer reported that as a result, insulin pump received a battery out limit alarm and was not able to clear. Customer's blood glucose was 10 mmol/l. Customer was advised that insulin pump would need to be replaced.